Event description:
The customer reported that erroneous aspartate aminotransferase (ast) and alanine transaminase (alt) results were generated from two olympus au5400 clinical chemistry analyzers for multiple patients across multiple days. This report represents the erroneous aspartate aminotransferase (ast) and alanine transaminase (alt) results generated from an olympus au5400 clinical chemistry analyzer with serial number (B)(4) on (B)(6) 2012 for three patients. The initial ast and alt results were elevated and outside the normal reference range of the assay. The erroneous ast and alt results were reported outside the laboratory and questioned by a physician who requested a redraw and retest of patient sample. There was no death, serious injury or modification to patient treatment associated with this event. The redrawn ast and alt patient results were lower and within the normal reference range of the assay (with the exception of the third patient's redrawn alt result which was lower, but still above the normal reference range of the assay). Additionally the third patient's sample was redrawn again and the results replicated the initial redraw results for this patient. Reagent blank history for alt and ast appeared normal and quality control assessment results during the timeframe of the event were within the customer¿s established specifications. Reaction monitor data for the involved samples was no longer available on the analyzer. Specific patient information, and sample collection/handling information was not provided by the customer.

Manufacturer narrative:
Beckman coulter inc. Service was dispatched to the site on 02/13/2012 for this event. The field service engineer (fse) assessed the instrument and indicated that both analytes were performing acceptably on the instrument. The root cause of the event is unknown at this point in time. Associated mdrs: 2050012-2012-00600, 2050012-2012-00651, 2050012-2012-00654, 2050012-2012-00601, 2050012-2012-00656, 2050012-2012-00659.